Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient was having a decompression surgery and the doctor noticed the insulation on the lead was compromised possibly by a bovie knife. The lead was replaced. No further information is available at this time.